Event description:
I had surgery on (B)(6) 2008 by dr. (B)(6) at (B)(6) hospital in (B)(6). Surgery was for rectocele repair and vault prolapse that included laparoscopic abdominal sacral colposuspension with polypropylene mesh held in place with titanium bone anchors. On (B)(6) 2013, I was admitted to the emergency room at (B)(6) hospital in (B)(6) after vomiting all day and being not able to have a bowel movement. CT scan revealed blockage in small intestines. Dr. (B)(6) removed 3 feet of "rotted" intestines. He said if I had waited 5 hours longer, he could not have saved my life. In hospital for 8 days. Had a second surgery with the same symptoms as first surgery on (B)(6) 2015 for another bowel blockage. Dr. (B)(6) removed the mesh that had twisted around my intestines and strangled them. He removed all the mesh he could find. In (B)(6) hospital for 9 days.